Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon used the device for a salpingo-oophorectomy on a patient who was post-operative c-section. The patient had to be brought back to the operating room(or) for re-operation due to post-operative bleeding.